Event description:
(B)(4). Shortly after having the essure procedure started having horrible stomach cramps,back pain and amp; headaches. This pain is excruciating during my menstrual cycle. Also severe gushing blood and amp; clots. The procedure was covered by my medical assistance through the state. Due to lack of insurance, I am forced to suffer with these symptoms.